Manufacturer narrative:
Lot number - 17n010 and 18e040. Two (2) single-use devices were received for evaluation. Visual inspection revealed that the bladders of both devices were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the bladders of three (3) small volume folfusors ruptured during filling. There was no patient involvement. No additional information is available.